Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the meter had a scratched screen. There is no reported adverse event with this complaint. This report is made based on the allegation of the scratched screen issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the meter had scratches on the left side of the display lens. The display screen is still able to be read. External damage confirmed on meter (scratched display lens).